Event description:
Pt with a secundum asd and mild pulmonary hypertension underwent an uncomplicated asd closure in 2005. The next day, echo showed device well seated. One week later, after working with a large dog that "struggled" to hang on the the leash, pt experienced back and chest pain. Tee done at pmd's office did not show the device. Pt went to ER in 6/2005. Cxr/CT/tee all showed embolized device in descending arota below l subclavian artery. The next day, device was percutaneously removed without incident. Repeat tee and ice done showed the defect without tears or other problems. Pt plans for surgical asd closure in the near future.